Event description:
Boston scientific received information that this patient received inappropriate shocks due to noise. The right ventricular (rv) lead also exhibited low pacing impedances of 200 ohms and lower, and shocking impedances were stable. Boston scientific technical services (ts) suggested trying some isometrics to elicit noise, but they were unsuccessful. The lead remains implanted while the physician considers his options. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that a new pace sense lead was implanted in this patient. This rv lead remains partially in service with the pace sense portion surgically abandoned. To date, no additional adverse patient effects have been reported.